Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation into the automated impella controller error message has been completed. The logs confirmed the reported failure mode given. The controller error alarm triggered during the clinical procedure. The real time logs confirmed that all signals were received from the optical bench were represented as -(B)(6) values due to the error. The console was returned for evaluation. The controller error and loss of placement signal was due to an optical bench firmware communication protocol anomaly resulting in misalignment of data communication packets received by the embedded personal computer (epc). The aic software operated as designed. B.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report 1220648-2024-11522. D.4 revised model number from the initial submission of manufacturer device report 1220648-2024-11522 in accordance with updated procedures. D.6a date was reported on manufacturer device report number 1220648-2024-11522 and should not have been. H.3 "if the device was not evaluated, select from the approved FDA codes or select other and enter text in h10". The incorrect selection was in the initial manufacturer device report 1220648-2024-11522. It should have been other (code unspecified, describe in h10).

Manufacturer narrative:
The automated impella controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) displayed a controller error alarm during impella 5.5 support. At the time of the noted alarm, the placement signal was lost. Within a few seconds, the alarm resolved, and the placement signal re-appeared. There was no patient harm and support with the console continued.